Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that he feels well and requires no medical attention. The customer's expected blood result is 150-160mg/dl fasting. Verified the strips expire 2/28/2018. Customer confirms the strips have been properly stored and were first opened 4/10/2016. Customer performed blood test wirth lot in question ps2234 and it read lo. He insisted on opening up and testing with a different lot# ps2437 and ran a back to back blood test, results read 185 and 181 mg/dl. He also had a truetrack meter-sn (B)(4) which read 289 when he tested and wanted to if it was accurate. I informed him that the test strips for that meter were expired rm3340. He didn't have anymore strips for the meter and the customer stated that he wouldn't be getting more supplies for his truetrack. He explained that he doesn't use the truetrack but the reason he did was because the trueresult was reading lo. Reviewed meter memory: (B)(6). Customers concern: concern with all the lo readings on (B)(6) 2016 8:04:00 am- 8:11:00 pm. He had not had any need for medical intervention at the time of the readings in question or the call. He had not made any changes to his diet or medication. Customer was not sure if the lo readings he received were fasting or not. The time and date were not properly set.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with returned test strips produced lo readings all levels. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that he feels well and requires no medical attention. The customer's expected blood result is 150-160mg/dl fasting. Verified the strips expire 2/28/2018. Customer confirms the strips have been properly stored and were first opened 4/10/2016. Customer performed blood test wirth lot in question ps2234 and it read lo. He insisted on opening up and testing with a different lot# ps2437 and ran a back to back blood test, results read 185 and 181 mg/dl. He also had a truetrack meter-sn (B)(4) which read 289 when he tested and wanted to if it was accurate. I informed him that the test strips for that meter were expired rm3340. He didn't have anymore strips for the meter and the customer stated that he wouldn't be getting more supplies for his truetrack. He explained that he doesn't use the truetrack but the reason he did was because the trueresult was reading lo. Reviewed meter memory: (B)(6). Customers concern: concern with all the lo readings on (B)(6) 2016 8:04:00 am- 8:11:00 pm. He had not had any need for medical intervention at the time of the readings in question or the call. He had not made any changes to his diet or medication. Customer was not sure if the lo readings he received were fasting or not. The time and date were not properly set.